Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patient's father claimed that upon attempting insertion of a new sensor, the sensor wire detached and was hanging off the applicator. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).